Manufacturer narrative:
This report is submitted on september 21, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently oral antibiotics were administered (date not reported) and the abutment was removed (date not reported).